Event description:
It was reported that the device was returned for preventative maintenance with a complaint that when a doctor tried to stimulate a nerve "the sound does not come through". Reportedly, the initial startup and setup of the thyroidectomy procedure progressed well. Baseline was established and all checks confirmed. Halfway through the procedure the doctor tried to stimulate the nerve and was only getting the low chirp or tweet sound, not the louder thump response. There was no indicator on the screen to alert, just the odd low sound. A backup mainframe was used to complete the procedure without further complication. There was no patient injury reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair; however, the device was not returned with the power cable and therefore a cable was provided by the service department to conduct the device testing. There was no functional fault found with the device as it functioned according to product specifications.